Manufacturer narrative:
A review of the complaint history and CAPA history did not identify any trends nor associated quality events, respectively. The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited foreign objects on the light guide cover and the distal end. There were no reports of patient involvement.